Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The patient presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. The 80% stenosed target lesion was located in the non-tortuous and severely calcified left anterior descending. A 24 x 3.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed intact from the patient and the procedure was completed with a non-boston scientific drug-eluting stent. No patient complications were reported. However, returned device analysis revealed a shaft polymer extrusion break at approximately 117cm distal to the distal end of the strain relief.

Manufacturer narrative:
Promus select ous mr 24 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified a shaft polymer extrusion break at approximately 117cm distal to the distal end of the strain relief.